Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampons fell apart leaving pieces inside that had to be manually removed. She experienced a vaginal irritation, foul odor, pain, discomfort, embarrassment and a yeast infection with itching.